Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: a review of the pump black box showed no evidence of unusual power interruptions. There were two pump reboots occurring after the cs 064 due to occlusion during prime. The battery compartment and returned cap were undamaged and the cap was able to securely fit. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ez-prime steps were performed correctly with no power interruptions occurring during investigation. The product performed within specifications. The pumps cover was removed and there was no intermittent condition found to the power circuit. Unrelated to the original complaint, the pump powered on to a dim and discolored display. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.